Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting an error message indicating it had sustained damage due to a shorted lead.